Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the initial implant procedure, increased pacing impedance and increased capture threshold were observed on the right ventricular (rv) lead. The electrical anomalies continued after repositioning the rv lead. While attempting to reposition, the stylet was not able to advance down the lead. A new rv lead was successfully implanted to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Additional information: d10, h3 and h6. As received, a complete lead without a stylet was returned in one piece. The reported event of stylet insertion failure was confirmed. A stylet could not be fully inserted inside the lead due to blood/tissue found clogged in the inner coil. The cause of the reported event of stylet insertion failure was due to blood/tissue found clogged in the inner coil. The reported events of high lead impedance and inadequate capture threshold were not confirmed. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not reveal any anomalies.